Event description:
It was reported to philips that the system did not start up correctly. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited on site and identified that the system's host pc was causing the reported issue. The host pc was replaced, and the system was returned to use in good working order. The host pc was returned for further analysis. Functional testing was performed, and a motherboard failure was observed. The codes were updated based on the investigation outcomes.